Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the out of specification optic switch was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had an error code #41622 with version 5 of the software. The product fault occurred during testing. There was no patient involvement, no patient harm/ no adverse event reported, no delay of therapy and no related physical damage/abuse.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.